Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer

Event description:
During surgery, a fixation of the instruments was loosened and they moved. Therefore a patella of the patient was shaved diagonally.

Manufacturer narrative:
Based on the provided information, the product reported in this investigation did not contribute to the event. Conclusions from the investigation for the patella clamp, concluded that the exact cause of the event could not be determined as no items were returned. Further information provided informed, that the products have been confirmed to be completely functional.

Event description:
During surgery, a fixation of the instruments was loosened and they moved. Therefore a patella of the patient was shaved diagonally.